Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with two 480cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with left breast implant rupture. Prior to the rupture, the patient was kicked in the chest area and is experiencing pain, burning sensation, bruising and rippling of the breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On july 4, 2022, mentor became aware that the suspect medical device that ruptured actually belonged to the right breast. The replacement devices were: (left) 535cc mentor memorygel breast implant catalog: 3505535bc lot: 9695033 sn: (B)(6) and (right) 535cc mentor memorygel breast implant catalog: 3505535bc lot: 9692695 sn: (B)(6). On july 13, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth uhp 480cc breast implant was found to be ruptured and received in two (2) parts. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. All reported complications on the left breast will be reported under mrn: 1645337-2022-08656. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 2, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. The patient's implants were replaced with the following devices: 535cc mentor memorygel breast implant (catalog: 3505535bc). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast pain, cutaneous contour deformity, paresthesia after trauma.